Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 443 mg/dl and a low blood glucose level of 38 mg/dl. The customer corrected his high blood glucose level with a bolus. The insulin pump was not rewinding and he received a motor error alarm. The customer treated his low blood glucose level with two bottles of liquid glucose. The customer was not able to complete the insulin pump rewind due to alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage found on the motor however, no motor error alarm during our testing noted. The insulin pump passed functional test, including the currents test, self-test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at the display window corner and minor scratched display window.